Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2009 and a sling and the align urethral support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/21/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted concurrently with hysterectomy. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and neuromuscular problems. It was reported that the patient has only bard align implanted on (B)(6) 2009. (B)(4).